Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced two or three posterior capsular tears during a surgical procedure. The surgeon stated that it happened because an irrigation and aspiration (I/a) tip was used even though it had a spike or splinter (burr) on the tip. Doctor will not provide further information.